Manufacturer narrative:
A complete lead was returned in one piece and was measured to be 67.5 cm. Analysis was completed. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
Related manufacturer reference number: 2017865-2021-18249, 2017865-2021-18253. It was reported the patient passed away partially due to sepsis. The device system's role in the patients death was unknown. No further information was known about the event.